Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a loose displaced acetabular component with possible infection. This was a 2 step revision surgery. The cup, head, neck sleeve, and neck were explanted on (B)(6) 2012. It was confirmed that there was no infection and on (B)(6) 2013 they performed the 2nd part of the of the revision and implanted a zimmer acetabular component, wright medical head and neck.